Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ca2 calcium gen.2 (ca2) on a cobas 6000 c (501) module. The initial result was 11.21 mg/dl. The repeat result was 14.48 mg/dl. The sample was repeated on a different module and the result was 15.32 mg/dl. The questionable low result was not reported outside of the laboratory.

Manufacturer narrative:
The ca2 reagent lot number was 651537 with an expiration date of 31-oct-2023. The field service engineer (fse) found the water volume from the rinse arm was low. The fse decontaminated the rinse tube water and adjusted the water level for the cuvette. The fse also made sample probe and reagent pipette adjustments. The investigation determined the event was due to a maintenance issue.